Event description:
It was reported that pump experienced malfunction alarm, and no notable events occurred before problem started. Due to issue, customer¿s blood glucose level was reported as high, but specific value was unknown. Customer had not yet taken any treatment actions and did not require assistance from third party, and technical support provided instructions to reset pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction happened again.